Event description:
This pt was enrolled on the (B)(4) clinical trial, and was randomized to the bare platinum treatment arm. The pt is (B)(6) old female who presented with an unruptured aneurysm in the right ophthalmic region of the internal carotid artery. The aneurysm was coiled on (B)(6) 2013 and after the coiling procedure, the pt was extubated. She then developed wheezing and respiratory distress which resulted in the pt being re-intubated and placed on a ventilator for several hours. Past medical history is significant for copd, asthma, and recently diagnosed and treated adenocarcinoma of the lung. These respiratory problems likely contributed to the respiratory distress. The pt recovered on (B)(6) 2013. The respiratory distress was reported as serious adverse event which resulted in medical or surgical intervention to prevent further permanent impairment of a body structure or a body function.